Manufacturer narrative:
H3: product analysis found that there was no significant damage to the packaging carton. When returned, the packaging carton contained both inserts and the packaging tray with the bur in it. The overall length of the device shall be 3.850 +0.015/-0.010 inches, and the actual measurement was 3.852 inches which was in specification. Under the magnification, a light brown contamination was observed on the shaft near the white sleeve. The striations were also observed on the shaft and the bur shank. The device was securely locked into a handpiece and ran in forward mode up to 12 ,000rpm with no issues observed. There was no wobbling observed during the functional test of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, skeeter burr was wobbling. Handpiece was not causing the bur to wobble and bur was not working fine with other handpieces. There was no patient involvement.